Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Functional testing involved delivery accuracy testing and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was "accidentally dropped." Per reporter, patient reported being hyperkinetic and suspected that the pump was delivering too quickly. It was reported that the pump would be exchanged. No additional adverse effects were reported.